Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. (B)(4). There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.